Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implantation, the right ventricular (rv) lead was placed; however, no sensing was observed. The rv lead was replaced with a new lead and adequate sensing measurements were established. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported event of no sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.